Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was stated that when exchanging the backup battery due to end of life, there was green fluid alongside the cables which connect the backup battery with the system controller. The controller was exchanged.

Manufacturer narrative:
A2 - patient age: correction. Manufacturer's investigation conclusion: the reported event of fluid ingress was confirmed via the submitted image. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, an image was submitted for review that showed fluid ingress on the ribbon cable connector. Additional information provided on 21nov2024 stated no log files were downloaded, and the system controller was disposed of and therefore will not be returned. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 03oct2022. Heartmate 3 instructions for use (rev. G) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. G) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook (rev. G) section 1 ¿introduction¿ states that the ¿heartmate 3 system components must be kept dry. Never expose the system controller, batteries, or mobile power unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate 3 shower bag must be used while showering to keep the system controller and batteries dry.¿ additionally, section 4 ¿living with the heartmate 3¿ explains that although the external components of the heartmate 3 lvas are moisture-resistant, they are not waterproof. This section informs the user to ¿take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive a serious electrical shock, or the pump may stop¿. Heartmate 3 instructions for use (rev. G) section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.